Event description:
It was reported that the pt experienced bad headaches for several days following pump refills over the past year. The pt felt like he was either getting to much or not enough medication. The pump contained baclofen, fentanyl and bupivicaine. In 2009, the hcp noted that the pump was alarming due to low battery. A consult for pump replacement was scheduled for the following month at that time. Twelve days prior, the pt was taken to the emergency room per the hcp, as it was thought that the pt appeared to have overdose symptoms. The pt was comatose, believed to be from fentanyl overdose. The pump was interrogated on that date; the alarm was not heard, nor did the pt report the low battery alarm at that time . The pt was sent home from the ER the same day, but continued having symptoms of overdose with low respirations. The pt returned to the hospital via ambulance the following day. The pt had been assured that the pump appeared to be working properly; the pt was certain that it was not working properly. The reporter had concerns about the pt's medical care. It was later reported that several days later, the hcp had the pump rate adjusted to minimum rate until the pt could go to surgery for replacement of the pump. Per the reporter, apparently, the pt had an infection and rash, both unrelated to pump or medication that had to be cleared up before the neurosurgeon would perform replacement surgery. Per this reporter, the pump contained baclofen, with compound mixture of fentanyl. The pump and catheter were replaced in the same month. The pt was hospitalized for 2 weeks. The final pt outcome was not reported.

Event description:
The account is unable to obtain accurate patient results of architect anti-hcv (hepatitis c virus antibodies). Error code 1007 (unable to process test, activated read failure) was also detected. The field service engineer on sight checked the signal sub reads and noticed that the results had two signal peaks. Trouble shooting included replacing the reaction vessel cells in use (lot 69436p100 and lot 69521p100) with another lot (68007p100). No impact to patient management was reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The investigation identified rvs lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The investigation identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. Other contributing factors that can generate a static charge on the rvs include low humidity, handling, shipping and creation of charge within the architect instruments themselves. In addition, abbott has implemented static charge testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.